Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 940972) for female sterilisation. The patient had a medical history of vulval candida, past tobacco smoking, tobacco user and allergy to antibiotic. Previously administered products included: celexa [celecoxib]. The patient had a family history of breast cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: successful occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2022: final diagnosis: cul de sac peritoneum, biopsy: endometriosis. Uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: uterus: inactive endometrium. Cervix with focal mild chronic inflammation. Fallopian tubes with no specific pathologic diagnosis. Two metallic coils consistent with essure devices specimen: pericardial biopsy, culdesac peritoneum. Uterus and cervix non tumor, uterus with cervix and bilateral fallopian tubes. Clinical history: unspecified. Pre-operative diagnosis: pelvic pain, misplaced essure surgical procedure: total laparoscopic hysterectomy and bilateral salpingectomy gross description: the specimen is labeled "cul de sac peritoneum": received in formalin 0.6 x 0.5 x 0.4 cm tan-gray, rubbery, irregular tissue fragment. The metallic coil (consistent with cssure device) is identified in the right fallopian tube stump. Upon sectioning, a metallic coil (consistent with essure device) is identified in the region of left cornua, with extension to the superior endometrial cavity. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: surgical pathology report were added. Other relevant history and lab data were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 940972) for female sterilisation. The patient had a medical history of vulval candida, past tobacco smoking, tobacco user and allergy to antibiotic. Previously administered products included: celexa [celecoxib]. The patient had a family history of breast cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3712 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: successful occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2022: final diagnosis: cul de sac peritoneum, biopsy: endometriosis. Uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus: inactive endometrium. Cervix with focal mild chronic inflammation. Fallopian tubes with no specific pathologic diagnosis. Two metallic coils consistent with essure devices. Specimen: pericardial biopsy, culdesac peritoneum. Uterus and cervix non tumor, uterus with cervix and bilateral fallopian tubes. Clinical history: unspecified. Pre-operative diagnosis: pelvic pain, misplaced essure. Surgical procedure: total laparoscopic hysterectomy and bilateral salpingectomy gross description: the specimen is labeled "cul de sac peritoneum": received in formalin 0.6 x 0.5 x 0.4 cm tan-gray, rubbery, irregular tissue fragment. The metallic coil (consistent with essure device) is identified in the right fallopian tube stump. Upon sectioning, a metallic coil (consistent with essure device) is identified in the region of left cornua, with extension to the superior endometrial cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.